Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements before the patient was to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted and discussed how the decision to perform an MRI was up to the physician, since MRI was not conditional since based on the evidence there could be s-ICD integrity issue. This device remains in service. No adverse patient effects were reported. The MRI has been performed. No adverse patient effects were reported.